Event description:
It was reported that the patient presented to clinic with slow ventricular tachycardia (vt), but therapies from their implantable cardioverter defibrillator therapies had been programmed off prior. It was elected to manually convert the patient's rhythm. It was found that an alert was received due to over-current detection (ocd), and the echocardiogram showed a zero joule shock. No intervention was performed. The patient was stable.